Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thump. No anormal motor rewind or unexpected insulin flow blocked alarms noted during testing. Or listed in pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test or alerts noted during testing. However, confirmed the pump alarmed failed battery test on (B)(6) 2024 21:02:07.000 in the history files. These alerts are expected and occur during normal pump operation. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. No lost sensor alarm noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, stained keypad overlay, and cracked case (battery tube). Pump passed functional testing. No rewind anomaly, insulin flow blocked alert, failed battery test, lost sensor alarm, and loss or communication with transmitter or unexpected insulin flow blocked alarms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump to transmitter, charge/battery lasts less than expected, rewind anomaly, no delivery/occlusion alarm, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-7020la, mmt-332a, mmt-398a, mmt-7911na, mmt-1880l. Customer reported receiving a battery failed alarm. Customer reported a past insulin flow blocked alarm. Customer reported a loss of communication between the transmitter and the pump. Customer reported the transmitter battery was not lasting as long as expected. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump and the transmitter. No product return is required for mmt-7020la. No product return is required for mmt-332a. No product return is required for mmt-398a. No product return is required for mmt-7911na. No product return is required for mmt-1880l.